Event description:
New information indicated the patient experienced muscle stimulation. The lead exhibited low impedance and undersensing. The device was reprogrammed and the lead remained implanted.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited high impedance, loss of capture and undersensing. A lead fracture was suspected. The device was reprogrammed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.